Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/15/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The receiver was perpetually rebooting. The receiver functional tester: failed - perpetual rebooting. Opened receiver, detached ui pcba, and downloaded and passed. The customer's complaint was confirmed because the "reboot receiver - error recovery" followed by "screenrecoverableerroralarm." The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.